Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient. Pt stated they received their battery pack, and pt stated they put it in the controller and it said battery empty, cannot provide stimulation and it's been charging for three and a half hours. Pt stated that something is wrong with the implant or the controller. Pt plugged recharger into the controller and put it on their back and after 25 mins, it said battery empty. Pt stated that they usually they don't walk around and after 25 mins it said battery empty. Pt mentioned that they fell twice on their back, and on the left side ever since it'll "work then doesn't work". Pt stated that usually when they turn the controller on they can feel stimulation in their legs, and "I haven't felt like that in 3 weeks." Pt stated they are wondering if it's the implant in their back that's the problem since pt fell. Pt mentioned they called ps three times and three times ps help ed, and it still didn't work. Pt stated that ps sent them a new battery, but they got a "little confused" because the controller said "hello doug" on it. Pt stated that they didn't know that they had to take the battery pack out of that dummy controller and put it into their controller. Ps walked pt through starting a charge session for their implant. Pt stated the controller read 100% and the implant at 30%, and pt was getting recharging excellent. Ps asked pt when they first noticed this issue with this message and they stated three weeks ago on a tuesday night when they fell. Pt stated that when they went to put it on the next day, there was nothing. Pt stated they didn't go to the hospital because it did not bother them, but the next couple of days after that, they "couldn't take it anymore." Pt stated they felt pain in their elbow all the way down. Pt stated they bruised their side completely, so they went to the hospital and had x-rays and they said everything was fine. Pt stated they went home and the following week, they fell again. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was that they were "getting pinched in the back"; pt explained the sensation as when two fingernails are put together pinching skin; pt stated that's what they're getting in their back and it hurts; pt stated that the sensation is on their back and goes down past the ins; pt stated that they fell twice on their back on the ins so they don't know if the ins was damaged or not; pt stated that their back is bruised. When patient services (pss) asked the pt for the event date, pt stated two weeks ago; pss attempted to clarify the exact date with the pt, however pt then stated that this issue started way back before as when they first fell they had x-rays done and they were told that everything was okay and that their back was just bruised up; pt stated that it feels like a shock; pt stated that they fell one week and then fell again the following week; pt confirmed that all of this was sometime in the month of april. The patient was redirected to their healthcare provider to further address the issue.